Event description:
During an implant procedure, a loss of capture and sensing were observed on the right atrial (ra) lead. Additionally, the helix of the ra lead was unable to extend. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.